Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14044 and 3005099803-2013-14045 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will pass naturally. A second jagwire was opened. However, the distal tip of the guidewire also detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will also pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination revealed that the pebax section was damage, exposing the tip of the metal core wire at the bumper section. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the returned device that a section of the pebax was damage exposing the tip of the core wire in the bumper section. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14044 and 3005099803-2013-14045 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will pass naturally. A second jagwire was opened. However, the distal tip of the guidewire also detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will also pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.